Event description:
It was reported to philips that the device shut down roughly 15 seconds into the battery capacity test. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.